Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery (pa) using an indigo system flash aspiration catheter (flash catheter) and a non-penumbra sheath. During the procedure, the physician completed three passes using the flash catheter. While performing a contrast run, the physician observed a perforation in the left pa. It was reported the patient was treated but it is unknown what medical intervention was performed. It was also reported there was no malfunction of the flash catheter, and the physician was unsure of the relationship between the flash catheter and the perforation. The patient expired on (B)(6) 2026 due to perforation in the left pa.